Event description:
The user facility reported that the cuff was leaking and the pump was continually running to keep it inflated during a procedure. There was no blood loss to the patient and the patient did not require additional blood. There was no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the cuff was leaking and the pump was continually running to keep it inflated during a procedure. There was no blood loss to the patient and the patient did not require additional blood. There was no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Additional information: device available for evaluation.